Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hypoglycemia and the insulin pump was over delivering the insulin. Customer alleged insulin pump for over delivery because auto mode feature did not suspend the insulin pump. Blood glucose level was 40 mg/dl and they did not treated it. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Based on customer report proceeding in troubleshooting per alleged delivery of insulin without user input. Customer mentioned that the auto mode was automatically delivering insulin at the time of reported event. Insulin pump will be returned for analysis.